Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping the bile duct during a laparoscopic cholecystectomy, the clip applier fired two properly formed clips. On the third clip, the surgeon preloaded or engaged the clip and placed around the duct but the device would not fire. The jaws stayed in the engaged or preloaded position with the clip loaded. The surgeon was unable to pull clip applier out of the trocar with the jaws engaged wider than the trocar opening. They ended pulling the clip applier and trocar out together. Another trocar and clip applier was opened to complete the case. There was no patient injury.